Event description:
In 2009 during routine obstetrician visits, it was decided I would have a tubal ligation. I was working to give birth to my daughter after 7 miscarriages, 3 failed ivfs and 3 other children. It was not safe for me to continue to get pregnant. My uterus and fallopian tubes were battered. On (B)(6) 2010 at (B)(6), I had an emergency cesarean section. The on call doctor placed the essure implants as a permanent birth control, I never knew. After the birth I bled continuously, weeks at a time. I suffered multiple infections, cramping, severe depression. I was placed on depression medication to cope. In early 2014, I discovered I was pregnant. I was devastated. We had myself in college, a child in college, a 12th grader, a 10th grader and a (B)(6)(planned). I went through severe depression. I stopped taking my medication because of the risk. I suffered severe pain. I suffered problems with urination. It was only after my dr ordered the hospital lab test to ensure the tubal ligation had occurred did I read about the essure implants having been used. The birth of another child has placed me in a constant struggle. I opted for a hysterectomy at my first annual ob/gyn appointment after giving birth. I am (B)(6), I am now going into early menopause. This product has negatively effected my health, my mental health, and personal daily life.